Event description:
It was reported that during an abdominal aortic aneurysm repair, a vessel perforation occurred. The lesion was located in the abdominal aorta. Access was obtained via the "aneurismal and very tortuous" left common iliac artery (lcia). "Numerous" unspecified guide wires were advanced in an attempt to cross the lesion but none were successful. The 0.035 amplatz guide wire was advanced, however, at an unspecified time a vessel perforation was noted in the lcia. The physician attempted to place the aortic trunk component of another manufacturer's aaa endoprosthesis graft followed by the iliac component to treat the perforation. However, this was unsuccessful. The physician implanted another MFR's contra-leg component to successfully seal the perforation. The physician attempted to remove the aorto uni-iliac graft by gaining access via the right groin, however, access was unable to be obtained for unspecified reasons. The procedure was completed by conversion to an open surgical procedure. It was noted that the patient lost approximately 8 units of blood. The patient's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be complete.